Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/28/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: the received complaint sample was evaluated visually against a retain sample from manufacturing location. Basis investigation, it is concluded that received complaint sample is a counterfeit product.

Event description:
It was reported that an ethicon product has been suspected to be a counterfeit device on an unknown date in (B)(6) 2020 and the suture was involved. Upon evaluation of the returned sample the device was confirmed to be a counterfeit.